Manufacturer narrative:
Additional information received that a second surgery was required to remove the device fragment. (B)(4).

Event description:
Further information received indicated that a second surgery was performed to remove the device fragment.

Manufacturer narrative:
The upper jaw has come free from the shaft and was not returned for examination. The tip of the actuator has also broken and was not returned for examination. Further examination using a stereo microscope confirmed that the cutting edge has been filed flat. A dull cutting edge such as this would require excessive forces to cut. Evaluation determined that the device has been repaired in a manner inconsistent with current manufacturers practices causing the reported failure. No root cause related to the manufacturing process can be established.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the straight duckbill basket punch broke in the patient and the fragment required intervention to be removed. No patient injury was reported, and there was no report of delay in the procedure.